Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017 a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: curved opening, brown and yellow particles. A leak test was performed, which found one opening. A microscopic analysis of the returned device identified a curved sharp opening on radius side (orientation line bond edge) assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: - a curved sharp opening due to unidentified(tear) opening device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported an unexpected collapse of left side tissue expander during final expansion phase. Findings of rupture along the margin of the lower edge of expander during explantation. Device was replaced with a tissue expander.